Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a pelvic floor repair procedure on (B)(6) 2010. Since the procedure, the patient has experienced a decline, pain and immune failure. Additional information has been requested.